Event description:
Customer reported she was hospitalized due to low blood glucose of 33 mg/dl. Customer was unable to get up past 70 mg/dl. Emergency room doctor recommended the customer disconnected from the device. Customer declined being transferred to troubleshoot the device. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.